Event description:
A surgeon reported some of the lenses have "microfractures in the optic" following intraocular lens (iol) implantation. These iols remain implanted; two pts have visual problems. The microfractures have occurred while using both types of cartridges (c and d). This is a new development for this surgeon and she stated that she has not changed anything in the handling of the iol or in the loading/insertion process. Additional info has been requested.

Manufacturer narrative:
The complaint samples were not returned by the reporting facility; the devices remain implanted. Product history records could not be reviewed for the lens lot numbers or cartridge lot numbers because the facility did not provide lot numbers or any identification traceable to the mfg documentation. Additional info has been requested. (B) (4). (B) (4). (B) (4).